Event description:
Information received indicates the casters swivel when in brake.

Manufacturer narrative:
The technician replaced all of the brake casters and installed a brake/steer upgrade to repair the stretcher.